Event description:
It was reported that bd plastipak¿ concentric luer lock syringe broke at the tip causing risk for stick. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: lot number 1805251 for product code 300865 was provided for evaluation by our quality engineer. A device history record review did not reveal any issues during the production of lot number 1805251 that could have contributed to the reported issue. As no samples were provided, ten retained samples of the same lot number were taken for evaluation. Upon visual inspection of the ten retained samples, no damages or molding defects were observed regarding tip breakage. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Since a defect could not be identified through the retained samples or the device history record review, a cause for this incident could not be determined. Investigation conclusion: since no defect has been found in retained samples evaluated, the root cause of the alleged defect cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe broke at the tip causing risk for stick. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe broke at the tip causing risk for stick. No serious injury or medical intervention was reported.